Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming breakout printed circuit board (pcb) and the nonconforming laser footswitch were replaced. The system was then tested and met all product specifications. The laser footswitch was received, and a visual assessment of the returned sample revealed traces of balanced saline solution (bss) and corrosion on foot pedal heel switch. The returned laser footswitch was connected to the system and tested. The system did not detect the heel switch when activated. The footswitch was found to have a nonconforming footswitch cable. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event of laser issue is attributed to a nonconforming breakout printed circuit board (pcb) and the nonconforming laser footswitch. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented problems with laser not firing and disconnection of the footswitch. The procedure was completed successfully after replacing the console with another one. There was no report of any patient harm. Additional information has been requested but none received.